Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter displayed an error 2 -strip issue message. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist listened to the original call recording. The patient reported that the alleged meter issue began on (B)(6) 2015 at approximately 1am in the morning. The patient stated that he does not take any medications to manage his diabetes and he reportedly increased his food and/or drink consumption in response to the alleged meter issue. The patient stated that he experienced symptoms of disoriented and blurred vision approximately 1 hour before the alleged issue began and the patient also alleged experiencing symptoms on (B)(6) 2015 due to the reported issue. The patient stated that he visited the emergency room (date and time not provided) and received hcp advice, did some testing and a blood test. It is unknown if the patient's blood glucose was measured using any other device at the time of the reported issue. At the time of troubleshooting, the customer service representative (csr) noted that it was not the first use of the product, the correct test strips were being used and the patient's testing technique was correct. The csr was unable to walk the patient through a re-test as the patient did not have testing supplies. Replacement products were sent to the patient. This complaint is being reported because the patient claims the subject device displayed an error message, he took action (increased food intake) due to the issue, and experienced signs/symptoms suggestive of a serious injury after the alleged product issue occurred.